Event description:
Information was received from a consumer regarding a patient who was receiving an unknown concentration of hydromorphone at 2.86 mg/day and bupivacaine at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2016, it was reported that the patient¿s pump was alarming and had run empty. The patient reported that they were scheduled for a refill on (B)(6) 2016, but moved in (B)(6) 2016 and was unable to find a healthcare provider. The patient¿s pump began to alarm on (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.